Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used see MDR 3013394970-2019-00837.

Event description:
The user facility reported that two angio-seal poly-foil pouches were opened, both bypass tubes were already detached from the carrier tube tips. The devices had been stored on a level place. There was no obstacle to open the pouches. The pouches were fully opened all the way from the arrow side to the end. The bypass tubes were left in the pouches. The devices were not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the third device. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site is unknown. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.